Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2016. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2017.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2009 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient underwent revision surgery (B)(6) 2016 due to eroded and mesh fibers created a bladder stone that had to be removed. On (B)(6) 2017. A second revision surgery due to further erosion, vaginal pain and bleeding. No additional information was provided.